Event description:
The following was reported to davol: it was alleged that the pt was implanted with a ventrio st hernia patch and developed a post operative infection, a drain was placed and the pt is currently being treated with antibiotics. Pt is being treated and monitored. There is no plan to remove the implant at this time.

Manufacturer narrative:
Our sales rep reported that the surgeon did not consider the device to be the cause of the infection. No lot number has been provided; therefore a review of the mfg records could not be conducted. Additionally, the mesh remains implanted. This MDR includes all pt, event and device info davol has rec'd to date. If add'l event and/or evaluation info is obtained, a follow up MDR will be submitted.